Event description:
Display backlight failure [device issue]. Case description: on (B)(6) 2015, a respiratory therapist (rt) spoke with ikaria regarding a device issue with inomax dsir# (B)(4). The device was not in use on a patient and no adverse event was reported. The rt reported second hand, a discolored display. The rt stated the display is a reddish-pink color. Inomax dsir# (B)(4) was removed from service and returned to ikaria for service investigation. Case comment: on 4/05/2015: the device was not in use at the time of device issue and did not result in an adverse event; however it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR #3004531588-2013-00023).

Manufacturer narrative:
The device investigation was completed on 3/24/2015. Device evaluation summary: inomax dsir#(B)(4) was returned to the manufacturer for service investigation. The regional service ctr (rsc) also experienced the reported complaint of a pink display and replaced the touchscreen/display. The root cause for this report was display-backlight failure. This condition will be tracked and trended under ikaria's quality system. A full functional test was performed and the device operated according to specification so it was returned to the device service pool. This device was not in use on a patient; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 30045431588-2013-00023).

Manufacturer narrative:
Device issue with inomax (B)(4). The device investigation was completed on march 24, 2015. Device evaluation summary: august 5, 2015 correction of data. During reconciliation of the drug and device safety database and the quality complaint system, it was discovered that the wrong root cause had been reported in the initial report for MDR 3004531588-2015-00032. While the rt had reported a discolored display and the touchscreen/display were replaced, there was not a delivery failure (df) associated with the discolored display. The root cause of the discolored display was not the same as the display issue that had occurred in the past and had resulted in a serious adverse event. Therefore, the discolored display was not a reportable event. But, while conducting service investigation for the discolored display in inomax (B)(4), a secondary finding unrelated to the reported complaint was discovered in the service log. Review of the service log revealed a delivery failure alarm with main supply voltage out of tolerance with valid range: 2435 to 4075 counts and actual value 2434 counts. The regional service center (rsc) replaced the battery due to df alarm in the service log. Although the customer did not report an adverse event with this device, smart battery fuel gauge drift in a similar device was associated with a serious adverse event in the past (MDR 3004531588-2014-00002) and is considered a reportable failure/event. This condition will be tracked and trended under the company's quality system.

Event description:
Smart battery fuel gauge drift [device issue].